Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer has been going to bed at 246 mg/dl and waking up in the middle of the night with sensor glucose versus blood glucose differences in the 40, 50, or 60 mg/dl range. The customer was at 285 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The customer was using a competitor's sensor. The customer also reported hard to press pump buttons the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. All buttons functioning properly no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. Unit received with cracked reservoir tube lip and stained address/serial number label.